Event description:
It was reported that there was high pacing impedance and a suspected lead fracture. An x-ray and subsequent tug test when the pocket was opened confirmed that there was not a connector issue. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 638bl26 heart band implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however, the distal lv (low voltage) electrode of the lead was covered in blood; full lead returned and analyzed.